Event description:
Patient reported that the back to back test readings were 42 and 321mg/dl. Tests were done within 10 minutes of each other using separate finger sticks. No symptoms were reported. Attempts to contact patient by phone to follow-up were unsuccessful. Letter was sent to patient requesting that the patient contact lfs. There was no allegation of harm.